Manufacturer narrative:
The tech found the casters were not holding due to a broken brake/steer linkage on the foot end. He used a brake/steer upgrade to repair the stretcher.

Event description:
The account alleged the casters will not come out of brake.